Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to touch and became unresponsive. The customer's blood glucose level went up to 300 mg/dl and was addressed with a bolus via the pump. The customer confirmed that an alternate method of insulin delivery was available.